Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak coincident with peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received a supply bag lines are blocked alarm during dwell two of their peritoneal dialysis therapy. Treatment was cancelled and upon removing the cassette, the patient found fluid leaking into the cassette compartment of the cycler. The technical support representative advised the peritoneal dialysis registered nurse that a replacement cycler would be sent for the patient. The patient had manual supplies to continue with therapy without the cycler. The patient did not develop any symptoms or require medical intervention following the event. The patient has since received a new cycler and has been able to continue with peritoneal dialysis therapy. The cassette used at the time of the leak had been discarded. Additional information was requested but was not available.

Manufacturer narrative:
The concomitant products involved in this event were inadvertently omitted from the initial MDR. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test was performed and the cycler passed without any noted leaks during the evaluation. The cycler also underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.